Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultraeasy meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4 months prior to contacting lfs. The patient reported blood glucose results ¿between 8-9 mmol/l¿ with the subject meter. The patient manages his diabetes with lantus insulin (60 units 2x daily) and novorapid insulin (20 units 2-3x daily). It is not known if the patient made changes to his usual management routine at the time of the alleged issue. About 4 weeks ago around 730 pm, while vacationing in (B)(6), the patient reported obtaining a blood glucose result of ¿around 9 mmol/l¿ with the subject meter. Based on the alleged result, the patient reportedly administered an increased dose of novorapid insulin (total 25 units). Just after midnight, the patient claimed he woke up feeling a low blood glucose symptom of sweaty. The patient drank a glass of milk and had something sweet to eat as treatment. At an unspecified date/ time, the patient also compared the subject meter with his physician¿s meter during a visit to his doctor¿s office. The patient reported blood glucose results of ¿8 mmol/l to 9 mmol/l¿ with the subject meter and ¿6 mmol/l¿ with the physician¿s meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.